Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hypercolesterolemia.

Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). Corrected d4 (explant date), the subject device was not explanted but replaced through a valve-in-valve procedure. Therefore, this field was entered in error in medwatch#: (B)(4).

Manufacturer narrative:
H10: additional manufacturer information: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve in valve procedure after an implant duration of four (4) years and ten (10) months due to calcification leading to stenosis. As reported, patient presented with dizziness, syncope, shortness of breath and ches pain. A 26mm transcatheter valve was placed within the pre-existing surgical device using the trans-septal approach with excellent result [(B)(6)]. As reported, patient outcome was excellent. Edwards received notification that this patient with an aortic valve model 3300tfx21mm was showing signs of stenosis due to calcification after an implant duration of four (4) years and ten (10) months, a reintervention has not been planned yet [(B)(6)]. Patient comorbidities: mild hypercolesterolemia.